Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Review of the most recent repair record determined the comb, roller, and roller gear were damaged and were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the unit was found in need of repair. Investigation showed the comb was damaged. There was no adverse event reported as a result of this malfunction.